Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was in the range of 600-700 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.